Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. The cycler was visually examined and no defects were found. Simulated testing was performed and passed all tests. The delivered fill volumes were within the tolerance for this device. Other component tests were performed and passed as expected. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of fluid overload. However, there is a plausible association between the event of fluid overload and the performance of pd using the 2.5% delflex solution instead of using the 4.25% delflex solution. Further information has been solicited.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s daughter called technical services and requested a replacement liberty cycler due to several alarms that were received. Patient¿s daughter also mentioned the patient was in the hospital due to fluid overload. During follow-up with the patient¿s nurse she confirmed the patient had been hospitalized for fluid overload on an unknown date. The patient used low magnesium/low calcium delflex and the cause of the fluid overload per patient's nurse was the patient using 2.5% delflex instead of 4.25% delflex (both strengths are part of the patient's prescription). The patient was discharged on an unknown date, has since recovered and continues with pd therapy.